Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
It was reported that a primary surgery took place (B)(6) 2010. Date of implant is unknown. Manufacturer of devices is unknown at this time. Six months later it was noticed via x-ray that the screws broke apart. Quantity of broken screws is unknown. In (B)(6) 2011, the broken screws were removed and the reported variax plate and screws were implanted. Patient's husband called stryker stating that his wife has a variax plate and screws in her right ankle that is in need of revision due to pain. Plate and screws were implanted at (B)(6) hospital in (B)(6). Husband stated that surgeon will not/cannot revise because surgeon stated they do not have the proper screwdriver to extract the screw from his wife.

Manufacturer narrative:
The reported event that a patient has a calcaneus mesh plate, large and 8 ¿locking screws, t10¿ in her right ankle and is in need of revision due to pain, could be confirmed, based on the received medical records of the patient. Since the actual ¿locking screw t10, 3.5x16mm¿ was not returned, and the lot no was not communicated, a visual and manufacturing inspection could not be performed. The review of the medical records indicated that the patient had the first surgery on (B)(6) 2010, and was implanted with 2 plates and 9 screws. In (B)(6) 2011, the patient had a revision (arthrodesis of calcaneal cuboid foot, right foot, removal of broken hardware, right foot) due to breakage of the implanted devices. The broken implants were removed and 1 stryker plate and 8 stryker screws were implanted. In (B)(6) 2015, the patient underwent a 3rd surgery due to ankle pain. According to the doctor, the pain was attributed to a healed bone, therefore the implants could be safely removed. According to the medical records, it was not possible for the implants to be removed, because the hospital did not have the correct instruments (screwdrivers) to remove them. Therefore, the wound was closed. The implant extraction set (ies-st-1 rev 3 implant extraction set), is addressed to surgeons and indicates the ways stryker implants can be removed/revised. More specifically for the removal of screws it indicates: ¿¿after identifying screw type and diameter, extract the screws with the appropriate screwdriver bit by turning the screwdriver counterclockwise. To avoid damaging the screw, make sure the screwdriver is in line with the screw axis and fully inserted. [¿] stryker offers a wide variety of hex (standard, conical, spreading,) and torx screwdrivers. Check the available type and size on the ordering information page. [¿] never use a worn or damaged screwdriver to remove screws. Reverse cutting flutes are present for this reason. It is recommended that the solid screwdriver be used for screw removal. The solid screwdriver applies greater torque and may reduce the potential for damaging the hexagonal tip on the screwdriver. Strong bone formation around the implant is possible in the pediatric cases using partially threaded screws. This may lead to difficult implant removal with an increased risk of screw head breakage or stripping of screw hexagonal head. If the oblique direction of the screw (approximately 135° to the shaft) is not changed, then the reverse flutes are not in an optimal position to cut the cortex. If the screw head is placed under traction and the angle of the screw is brought to a perpendicular position relative to the bone, cutting the cortex will progress and facilitate screw removal. Be sure to use the solid screwdriver in combination with the appropriate sized screwdriver bits or the cannulated screwdriver with the spreading screwdriver bits. [¿] damaged screw head: screw stripping is commonly caused by slippage of a screwdriver that is not correctly aligned with the screw axis and/or fully seated. This may occur either during insertion or, more commonly, during attempted screw removal. The appropriate sized conical extractor (based on the size of the screw head hex/torx) is inserted firmly into the screw head. Lightly tapping the conical extractor with a slotted hammer may be tried if purchase is not initially obtained with manual pressure. It is at the surgeon's discretion if and how hard to use the hammer. Assemble the selected conical extractor (male) with the teardrop handle and turn it counter-clockwise while applying pressure in line with the screw axis, extracting the screw at the same time. If the screw does not come completely out, the forceps can be used to complete the extraction. For the removal of plates it states: ¿¿to remove any plate, first extract all screws by using the appropriate size screwdriver bits. Remove the plate by using a regular forceps. The development of locking plate technology has lead to ¿cold welding¿ of screws to the plates. In this case, cutting tools for metal have to be used for the removal of the screws. In order to help protect the soft tissue from excessive heat and metal debris accumulation, irrigation and suction should be used in combination with cutting tools. [¿] if screws are cold welded to the plate, carbide drills may be required. The extraction set does not feature carbide drills or any other instruments to remove cold welded screws.¿ based on investigation, the root cause was attributed to a user related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Please consider that more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that a primary surgery took place (B)(6) 2010. Date of implant is unknown. Manufacturer of devices is unknown at this time. Six months later it was noticed via x-ray that the screws broke apart. Quantity of broken screws is unknown. In (B)(6) 2011, the broken screws were removed and the reported variax plate and screws were implanted. Patient's husband called stryker stating that his wife has a variax plate and screws in her right ankle that is in need of revision due to pain. Plate and screws were implanted at grant hospital in columbus ohio. Husband stated that surgeon will not/cannot revise because surgeon stated they do not have the proper screwdriver to extract the screw from his wife.